Event description:
Customer reports lancet sticks out while using the softclix plus lancet device. Customer is unsure if lancet was protruding from cap before or after firing. Accidental stick reported; no medical attn rec'd. No adverse event reported. A request was made for return of the suspect prod and a replacement was sent.